Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient fell unconscious due to a severe hypoglycemic event (no other symptoms were provided). The cgm was reading 360 mg/dl. However, the patient¿s wife tested the patient's blood glucose while he was unconscious, and it was 35 mg/dl. The patient recovered after drinking some coke and did not go to the hospital. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.